Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead reported feeling faint and weak. The patient presented to the hospital, where device interrogation revealed the pacing thresholds were high, out-of-range, and loss of capture (loc) was noted at 6.5v. During the revision procedure, the lead was found to be dislodged. The helix was non-functional, so the lead was explanted and replaced with a lead of the same model to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Subsequent electrical testing did not identify any abnormalities that may have caused or contributed to the reported high pacing thresholds and loss of capture. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems, and did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
--